Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: thrombosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that this was a case review during a conference. The physician had a pt who had another company's stent implanted and within 60 days post, the pt suffered from sub-acute thrombosis (sat). The physician then placed a promus stent over the other company's stent. One year later, the pt returned, was taken off plavix and thrombosis occurred again. A bare metal stent (unk) was placed and again a year later, there was thrombosis. It was recommended that a coronary bypass graft be the next step. While the physician at the conference reviewed the case they believed, the repeat thrombosis was due to a long dissection outside the lesion that had never recovered and continued to dump lipids into the lesion. They believe that because the thrombosis happened acutely, it was due to the pt's anatomy. The dissection reportedly occurred during implantation of the other company's stent. No add'l event or pt info is available.